Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that during the trial procedure the most distal electrode detached from the lead into the patient, remaining subcutaneous. The patient was not injured and continued the trial. There have been no reports of further complications regarding this event.